Event description:
Pt had breast augmentation with silicone gel implants in 1977. Pt was admitted for bilateral periprosthetic capsulectomy and removal of implants. Rupture of the left breast implant. The left breast is noted to be fairly dense adherence of the capsule posteriorly with sizable nodularity and masses, consistent with silicone granulomas adherent to posterior muscle. The right implant is intact, but there was a layer of silicone gel on the outer surface of the capsule consistent with significant amount of gel bleed not frank rupture.